Manufacturer narrative:
--

Event description:
Subsequent information indicates that device was explanted. The local field representative believed that the device had been discarded and would not be returned for analysis.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones. A latitude transmission revealed that the device had declared a battery status of elective replacement indicator (eri) due to extended charge times. The device is a part of the mid-life display of replacement indicators advisory. No adverse patient effects have been reported. An attempt to obtain additional information has been made.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.